Manufacturer narrative:
Concomitant medical products: product ID: 3778-60,serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that the patient was in surgery today to replace the battery. During the replacement surgery discoloration of the leads was noticed. Instead of white leads, it was almost like a tobaccoish type discoloration through the contacts to where it plugs into the battery. They tried to wipe it off but it would not. The impedances were checked and one contact, #14, was high. When the leads were plugged into the implantable neurostimulator (ins), contact 8 was under 50 ohms and contact 14 was over 10,000 ohms. The doctor unplug, wiped off the leads, cleaned, and sucked out the battery. The leads were plugged back in a second time with the same readings. Impedances were taken for a third time and were all normal. The patient was then closed. In recovery the rep went to reprogram and check the impedances again, and #8, #13, and #14 were over 10,000 ohms. The rep checked multiple times and with different positions with two programmers. It was thought that the battery was put in way too deep and thought that the patient may have a problem recharging. The device was implanted for complex regional pain syndrome type ii and spinal pain. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the battery was implanted at the same depth as the previous battery. It was unknown whether actions / interventions were taken to resolve the issue; the healthcare professional will check with the patient if he was able to charge the unit. If additional information is received, a follow up report will be sent.